Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 january 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The perimeter of the aortic annulus was 83mm and area was 528 mm². A pre dilation was performed by a 24mm balloon. The valve was implanted at an optimal level of 4 to 5mm depth. The procedure went well. After the procedure, while assessing the result with angiogram, a severe paravalvular leak was noted. A post dilation was done with a 26mm balloon and a second assess was done with angiogram, but there was no change in the leak. A decision was made to perform a transthoracic echocardiogram (tte) to localize the aortic leak. Tte showed central leak. It was difficult for the implanter to understand the reason for the leak. The eccentricity of the annulus was in the range for a navitor (eccentricity at 0.17 with minimum diameter at 23.5 mm and maximum diameter at 28,3 mm and average at 25.9 perimeter at 82.8 ). The hemodynamic was optimal with less than 6mmhg gradient peak to peak. The leak was acceptable by the physician and there was no intervention planned. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
An event of central regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the valve appears to be correctly sized based on provided annular dimensions, a pre dilation and post dilation were performed, and the implanter does not understand the reason for the leak. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.